Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to preparation of the wire which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance or difficulty to remove, peeling and stretched coils appear to be related to operational circumstances of the procedure. Based on the reported information, the second command 14 guide wire encountered resistance with the challenging anatomy causing the reported difficulty to advance and difficulty to remove. Manipulation against resistance during advancement likely caused the tip to coil up or corkscrew resulting in the reported peeling and stretched coils during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The first command guide wire referenced is being filed under a separate medwatch report number.

Event description:
This is filed to report on the second command guide wire. It was reported that this was an interventional procedure to treat the left superficial femoral artery (sfa). The command guide wire was advanced to the heavily calcified, eccentric and concentric lesion in the superficial femoral artery. Resistance with the anatomy was met during advancement, but the command guide wire reached the lesion. The ivus (intravascular ultrasound) catheter was loaded on the command guide wire and used without issue. During removal of the command guide wire, resistance was met with the ivus and the calcium in the anatomy. After removal, it was noted that the hydrophilic coating on the command guide wire was peeled off. The physician suspected that the command guide wire was pinned by the ivus and the calcium during removal which is what caused the coating to peel off. A second command guide wire was advanced to a different segment in the sfa where there was a chronic total occlusion (cto). The guide wire reached the heavily calcified cto but met resistance during advancement. A balloon dilatation catheter was loaded on the command guide wire and was inflated without incident. During removal, resistance was met with anatomy again. After removal, the tip of the command guide wire was damaged (cork screwed) and the hydrophilic coating was peeled. The physician suspected that the tip damage occurred during advancement and the coating became damaged during removal as it was caught between the vessel and the calcium. The physician checked the patient for any coating left in the body and did not find any. A third command guide wire was used with a stent implant without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.